Event description:
It was reported that the patient's implantable neurostimulator (ins) flipped as a result of her weight loss. The patient was searching for a physician to remove and replace the battery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4). Lead: model 377-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Extension: model 3708160, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Extension: model 3708160, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Lead: model 377-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Accessory: model 37752, serial# (B)(4),